Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming, an unspecified volume of solution leaked from a hole at an unspecified location in the side of the tubing of the tubing set. No specific details were provided. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.